Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during procedure, the device worked fine for an hour, then the surgeon tried activating the device, but he/she noticed the active blade was broken. The broken piece fell into the patient's cavity and was retrieved immediately. The broken piece and the distorted dissector were completely fit. Replaced by new dissector, and the procedure was continued. No patient harm

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: the product was not returned; however, a picture was provided by the customer for analysis. This device had been used in the treatment or diagnosis of a patient. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of the reported incident. The returned product did not meet specification as received. Visual inspection of the pictures revealed that the tip of the waveguide was broken off. The broken piece was not seen in the pictures. The reported condition was not confirmed, because it cannot be determined when the device fractured. The received pictures showed that the waveguide had its tip missing, and the broken missing piece was not seen in the pictures. Investigation personnel concluded that the titanium waveguide was in use when it cracked and broke off, and may have come in contact with any of the following; hemostats, clips, staples, retractors, etc. During use. The investigation identified the cause of the reported event to be user error. The device instructions for use currently contain a warning against contact between the dissector tip and metal objects (hemostats, clips, staples, retractors, etc.) During activation. Contact with metal objects during use will cause the active blade to crack and may eventually break off. This issue is specific to ultrasonic dissectors. The instruction for use advises device users to visually inspect all system components for breaks, cracks, nicks, or other damages prior to use. Instruction for use also states: do not use damaged components. Use of damaged components may result in injury to the patient or user. If information is provided in the future, a supplemental report will be issued.